Event description:
The maude database was reviewed on (B)(6) 2010 and medwatch (B)(4) was discovered. This MDR is being filed per baxa corporation's procedure to submit an MDR for all medwatch forms submitted. The complaint database was reviewed; a customer complaint for this failure was not received by baxa prior to this report. A complaint was initiated to further investigate this issue. Reported lot number 739048 is for our 2 l bags (B)(4), not (B)(4) as reported. Medwatch (B)(4) description: "we've had 4 incidents of leaking IV-admixed preparations made in 2 liter baxa exacta-mix eva containers - ref: (B)(4)-empty IV bags. All leaks were along the side seam of the bags. No patients received any of these bags since they were discovered prior to sending to the hospital floor. Baxa recently began in-sourcing the mfg of these bags."

Manufacturer narrative:
User facility info for this product problem report is unk; therefore, no further follow-up can be performed. No sample was returned for investigation for this complaint. A review of risk documentation for the reported failure was conducted and it was determined that this issue is not occurring with greater frequency or severity than anticipated for the device. Subsequent to the manufacture of this lot, several mfg corrections were implemented due to a product recall in (B)(6) 2009. The product must pass (B)(4) testing and baxa defined testing for drop test resistance. Baxa will continue to monitor this type of report to determine if corrective action is indicated in the future.